Event description:
I woke up from sleeping all night and noticed the area where I keep my medtronic insulin pump daily (in my camisole shirt where it is held in place under my armpit) had a big bubbled up burn blister on the inside of my arm from the device overheating while I was sleeping with my arms down. I have diabetic neuropathy, in that area of my arm I have little to no feeling. I did not feel it burning me. I went to the hospital and got documentation that I was seen for it, I then left and called medtronic to notify them and get a replacement pump and I was told to discontinue use of the pump until my new one came on monday, my back up insulin had expired and all pharmacy's we're closed, I then had to go back to ER, and wait to get one simple shot for the night so I didn't go into dka. It has been a week now and it has become infected, despite my best efforts to keep it clean and untouched. I went back to the hospital (B)(6) because it looked infected. I was given antibiotics because it is infected and directions to f/u with my primary doctor this week and I was then told to report this incident to the FDA.